Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2022 to replace the magnet. The implanted device remains. This report is submitted on march 1, 2022.

Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement and swelling at the magnet site subsequent to sustaining a head trauma. Additional information has been requested but it has not been made available as of the date of this report.